Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during unpacking, the customer saw, that the dilator was kinked and used another device instead. It was reported that this was before use on patient / during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr arteriotomy locator was received for product evaluation. No other components were returned. Upon visual inspection, there was a kink at the blood inlet hole. No other visual damage was noted on the arteriotomy locator. Based on the returned arteriotomy locator the complaint can be confirmed for a kink in the arteriotomy locator. Off-axis forces have been known to cause kinks in the arteriotomy locator. The arteriotomy locator is 100% inspected for "defects caused by mold irregularity or handling." No conclusion can be drawn as to the source of the off-axis forces. The arteriotomy locator is 100% inspected. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that an off axis force caused the reported defect.